Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as ¿the patient had often forgotten the dialysis procedure¿ (not further specified). On the same day as onset, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date, the patient received treatment for the peritonitis with unspecified antibiotics (dose, frequency, route not reported). The patient was hospitalized for several weeks (dates unspecified). It was reported that the patient was not recovered from the peritonitis event and therefore, the patient had to be switched to hemodialysis (hd) therapy. Twenty eight days after onset, dianeal and extraneal therapies were discontinued. On an unreported date, the patient was switched to hd. On an unreported date, within same month as switching to hd, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.